Event description:
Device implanted into patient without issue. At home patient's family noted infusion fluid under dressing. Returned to ed. Patient required second surgery to remove failed (sic) device and implant new device. Surgeon confirmed hole on removal of failed line.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 3f PICC was returned for evaluation. Functional testing revealed a leak in the lumen just proximal to the cuff. Under magnification it was noted that the lumen appears cracked. The device was further evaluated by medcomp engineering. A supplier corrective action request was issued to the contract manufacturer for this event. The investigation revealed the root cause was an improper trimming of the cuff. As a result, the procedure for this process was updated to clarify the proper trimming of the cuff. All personnel involved in this process were trained to the updated procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.